Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward-firing at 66,000 joules of use. The case was completed using an alternate procedure (turp). There was no report of injury to the patient.

Manufacturer narrative:
(B)(4).